Event description:
As pt stepped onto scale, the bottom plate tipped up on the opposite side causing the pt to lose balance and fall back. There appeared to be a problem with stability of the bottom plate. The pt sustained a 1" cut to back of head requiring staples.